Event description:
On (B)(6) 2013, the reporter contacted animas to report the patient noted bubbles in the insulin cartridge. There was no damage seen to the cartridge and it was secure to the infusion set and there were no leaks seen. The patient did not suffer any symptoms or blood glucose level excursions due to this issue. Troubleshooting revealed the patient¿s technique was correct. The issue was not resolved. The patient did not suffer an adverse event due to the reported cartridge. However, as the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 date of submission 10/17/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/03/2013 with the following findings:the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test and fill test were performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.